Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device was received for evaluation. Visual inspection was performed and a leakage was identified. Functional testing was performed, and a leak was observed from the administration port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 1000ml exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issue was observed in the hospital prior to patient use. There was no patient involvement. No additional information is available.